Event description:
On 10/05/1999, the manufacturer (MFR.) Rec'd a product complaint report (pcr) form from the facility's clinical nurse specialist that states the following: the pt came to the facility to have blood drawn. The pt had two (2) weeks of chemo in july 1999, now having radiation therapy. Trouble withdrawing blood adn saline infiltration when infused. This happened on the evening of 08/30/1999. The pt was scheduled for a dye study (08/31/1999), which showed that the catheter broke approx in 1/2 near "pinch-off" area. Radiology retrieved the distal piece. The device with attached catheter were removed in surgery on 09/01/1999. The device was inserted at a different facility and the catalog/lot number of the device was unknown. No further details were provided.